Manufacturer narrative:
For the reported event, a ge healthcare service representative and hospital biomedical engineer troubleshot the reported event. The customer did not call back for further assistance and further repair information is unknown.

Event description:
This report summarizes 1 malfunction event. A review of the event indicated that model 1006-9310-000 anesthesia gas machine experienced a malfunction resulting in the loss of the gauss alarm. The report was received from a single source. The reported event did not involve a patient. There was no patient information available.